Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd intima-ii y 20gax1.16in prn ec slm npvc appeared to have yellow and damaged on the surface of the heparin cap and the needle tip was rusted when the small package was not opened. The following information was provided by the initial reporter, translated from chinese to english the closed venous indwelling needle intima-ii20g appeared yellow and damaged on the surface of the heparin cap and the needle tip was rusted when the small package was not opened.

Manufacturer narrative:
Investigation summary a device history review was conducted for lot number 0352367. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample could not be provided to aid in our investigation. Based on the reported event, our engineers believe that the rust is due to exposure to heat or oxidative environments. After a comparative review of the available retention sample, our engineers were unable to identify any additional instances of latex aging. This suggests that the cause for this event occurred post-production, during either the transportation or storage of the device.

Event description:
It was reported that 3 bd intima-ii y 20gax1.16in prn ec slm npvc appeared to have yellow and damaged on the surface of the heparin cap and the needle tip was rusted when the small package was not opened. The following information was provided by the initial reporter, translated from chinese to english the closed venous indwelling needle intima-ii20g appeared yellow and damaged on the surface of the heparin cap and the needle tip was rusted when the small package was not opened.